Event description:
Reported on a sae clinical form as: "gastric prolapse. The subject's annual routine esophagram showed a horizontal band slip with a large pouch." The patient has had reflux controlled by zantac medication. Additional findings: revision surgery occurred to reposition the device. The device remains implanted.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 11/04/2008. The product associated with this report will not be returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Band slippage, pouch dilation and reflux are surgical/ physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."